Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon physically broke. The top of the dissection balloon trocar hub broke during insertion of the device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb was not received. The lock collar and trocar balloon were not received. The dissector balloon appeared intact. Pmv performed functional testing; the dissector balloon was inflated using a test bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon physically broke. The top of the dissection balloon trocar hub broke during insertion of the device. Another device was opened and used. No patient injury.